Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices) is removed from the report. This does not apply to this event.

Event description:
The customer reported that erroneous, elevated cardiac troponin (accutni) results within the risk stratification range were generated on a unicel dxc 600i synchron access clinical system for two patient samples. This is report two of two and represent the generation of erroneous, elevated cardiac troponin (accutni) results within the risk stratification range for patient two. The initial erroneous accutni results were reported outside of the laboratory and the patient was admitted to the hospital based upon the erroneous, elevated accutni results. Subsequent testing on another instrument produced lower results, within the normal reference range, which were considered valid. Instrument accutni quality control results were within the customer's established ranges during the timeframe of the event. There were no errors posted to the instrument event log during the timeframe of the event. No specific patient information was provided by the customer. The sample was a lithium heparin sample and was centrifuged prior to testing. It is unknown whether the sample was a full draw, however the customer confirmed that there was no fibrin observed in the sample.

Event description:
...

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer performed a type 1 customer feedback hardware protocol. All verification testing met specifications. No hardware issues were noted. A definitive root cause for this event has not been determined to date. Mdrs associated with this event are: 2122870-2011-02644; 2122870-2011-02645.